Manufacturer narrative:
(B)(4). Concomitant medical products: 00811400110 femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length, 61817973. 00801102024 allen plug 61814042. Rm 4901 000 6 competitor cup 0911121a. Rm 5110 003 6 competitor liner 1103075a. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00782.

Event description:
It was reported that a patient underwent a total primary left hip replacement. Subsequently the patient expired approximately 20 days post operative due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.